Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had a protruding sponge. On the same day as onset, the patient was hospitalized for the event and began treatment with intraperitoneal vancomycin (25mg/liter for twenty-one days, frequency not reported) for peritonitis. The patient was discharged from the hospital three days after admission. Antibiotic therapy was ongoing. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.